Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the customer has experienced leaking with product mz5303 lot numbers 23kbm684 and 23kbm685. I have been told by several nurses that we they hook it up to the syringe it begins to leak the solution. Nurses are stating that the patient has the potential to bleed out. Customer has also noted in some instances their is no male end to the catheter. No molding noticed.